Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb +24.5 diopter) failed to eject as it was jammed in the cartridge. The account stated that the cartridge tip was misshapen/warped/damaged. No patient contact was reported. No additional information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 06/12/2018. Device evaluation: the returned sample was received in its original packaging. The plunger was observed in advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed. Lubricant material residue was observed in the device. Dent/distortion was observed on the cartridge tip. The lens was stuck at the cartridge tube. The reported issues of stuck in cartridge and tip deformed were verified. However, the condition in which the sample was received is consistent with a unit that has been previously handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.